Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg would not communicate with the patient controller. In turn, the ipg was deemed inoperable. Reprogramming was tried to no avail. Surgical intervention may occur later to address the issue.

Event description:
Additional information received advised that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy resume post procedure.